Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when pushing down on the plunger of the syringe when attempting to fill the cartridge causing the syringe needle to bend. Blood glucose level was in the 300's mg/dl range. A supply change was performed resolving the issue.